Event description:
The customer reported that the oxygen (o2) sensor in an 840 ventilator was cracked. The ventilator was not in use on a patient at the time the malfunction occurred. The serial number for the device was not provided. The customer reported to have replaced the o2 sensor. The unit passed extended self-testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).